Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va0fr4a, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient had a shocking sensation in the pocket that resolved when the device was turned off. The rep did not have further information. Additional information received from the patient indicated that their system was replaced on (B)(6) 2017 because it was not working at all. This was clarified as the device would shock them "out of the blue" and would shock them like "no tomorrow." This occurred in (B)(6) 2017. They noted that when this occurred, they did not have their programmer with them. The patient mentioned that they did not know what the cause was. Since neither the hcp or rep could come up with the exact cause, the entire system was replaced. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no anomalies. If information is provided in the future, a supplemental report will be issued.